Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia was manifested by burning. The patient underwent surgery for the hernia and was hospitalized overnight for observation. Action taken with therapy was not reported. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.